Manufacturer narrative:
Results there are no complaints for the same defect in this batch. There are no occurrences / quality notifications in this batch. Identified the following occurrences - 0547/13. Identified the following occurrences 405283498 pm03, 405287959 pm01. The photo did not show the defect. The sample did not show the defect. No retention samples were tested. Evaluating the sample provided by the customer, it is not possible identify the defect and the force tests results meet the specifications. Investigation summary evaluating the sample provided by the customer, it is not possible identify plunger movement difficult. According to the performed tests and the sample evaluation, the sample meet the product requirements, thus it is not possible identify the defect related by the customer. Investigation conclusion: bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data were insufficient to the analysis. Root cause: were evaluated the records of the batch, the evaluation of the sample provided by customer and breakout and sustaining force test. According to the sample evaluation and performed tests, the sample meet the product requirements, it is not possible identify the defect related by the customer. Rationale: based on the above a CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that the plunger on a bd plastipak¿ hypodermic syringe with needle 5 ml - 22g presented resistance during aspiration and infusion. No injury or medical interventions were reported.